Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. There was no adverse impact to customer's blood glucose level. Reportedly, the customer was able to load a new cartridge to address the issue.